Manufacturer narrative:
Additional information: presumably, the part of device remains in the patient's eye; thus, date of implant is indicated. The device was not available; therefore, product testing on the actual device could not be performed. Additional information has been requested. The device history record review of the manufacturing lot was performed and there was no non-conformity found to be related to the reported event. As part of the device history record review, the sterilization record for this lot was reviewed and this device lot passed the sterility test. A complaint history lot review was completed for this lot and there was no complaint found to be related to the reported event. A review of the device labeling including the risk analysis was reviewed to ensure that the customer reported issue is not a new hazard. The reported issue is identified in the rm as known hazard, and the residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on limited information received, the root cause of reported event could not be conclusively determined. MFR# reference: (B)(4).

Event description:
Initially, it was reported that during a trabecular micro bypass stent system procedure the trocar broke. The report noted that there was no patient contact and no patient injury. Contrary to the initial report, additional information received noted the trocar was not broken, instead the stent was broken. Reportedly, ¿the head of the stent appeared in the trabecular meshwork, and the surgeon took out the other part (unspecified)¿. The decision to report this event was based out of abundance of caution due to lack of sufficient (event clarification) at the time of this report. Additional information has been requested but has not been received.